Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 7 years and 2 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to low flow alarms with a suspicion of pump thrombosis. Protective intubation was performed due to somnolence. A CT scan revealed thrombus in the outflow cannula with a relevant constriction of the lumen. Catecholamine therapy was initiated to compensate the patient's hemodynamics. The patient developed an intracranial bleed with pronounced hemiparesis. The patient was bedridden and pronounced care dependency lead on to a loss of quality of life. Further invasive (high risk operation)/ intensive medical measures were refused and palliation was done. The patient subsequently expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed an issue that could have contributed to the report of low flows. The device was returned assembled with the pump cable severed approximately 7 inches from the pump header. The remainder of the pump cable was returned and the modular was returned attached to the inline connector. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was returned attached to the cuff lock. Examination of the sealed outflow graft beneath the bend relief revealed a twist of the proximal end of the graft up to 3 inches from the outflow graft hardware. The tissue accumulation on the exterior of the graft appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while the device was supporting the patient. Additionally, the tissue-like coagulated blood in the interior of the outflow graft appeared consistent with poor surface washing due to a low flow condition. Although a specific cause for the observed twist in the outflow graft could not be conclusively determined through this evaluation, it could have contributed to the reported low flow events, which were confirmed through the evaluation of the retrieved system controller log files. The remainder of the blood-contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to the reported event. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since (B)(6) 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.